Manufacturer narrative:
Other text: the returned radical-7 was evaluated. The handheld was able to power on and off via battery and ac power. The reported issue was not observed during functional testing. However, solder cracks were observed on the q2 component of the battery which may cause the device to power off when running on battery power.

Event description:
The customer reported the radical-7 "powers off on its own." No patient impact or consequences were reported.

Event description:
The customer reported the radical-7 "powers off on its own." No patient impact or consequences were reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1: initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). Health effect impact code: no adverse event, no patient impact.